Event description:
A malfunction alarm was reported with the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any malfunction codes appeared again.